Event description:
Reporter indicated that their handheld computer would show that it was charging, but when it was taken off the charger, and the user attempted to turn it on, it would not power on. The device would stay on while charging, but when removed from the charger, it would turn off. The device would stay on while charging, but when removed from the charger, it would turn off. The device was returned to the manufacturer for analysis, which found that the solder connections between the battery terminals and the main circuit board were broken. When the solder connections were reconnected, no other anomalies were found with the device.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.